Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that during spinal fusion procedure, the damage to spine clamp was noticed. Site used another clamp to complete the procedure. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.